Event description:
This 46 year old female underwent bilateral breast auqmentation with silicone gel implants in 1976. The manufacturer of the implants is unknown to this reporting facility. The patient reports numerous immulological problems which she fears may be related to the silicone gel implants and wishes them explanted. Exam: both implants were grossly intact and had a yellowish translucent shade and were covered with a layer of silicone gel bleed.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.